Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.